Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse isolated the user interface module (uim) as the assembly causing the failure and replaced the uim on the device onsite and returned it working to service specifications. At this time, carefusion failure analysis laboratory has not received the suspectum for component root cause analysis.

Event description:
The customer reported the display flashing on and off on this avea ventilator. The customer stated the ventilator was not in patient use during this event.

Manufacturer narrative:
Results of failure investigation: the carefusion failure analysis laboratory (fa) received the suspect user interface module (uim) for investigation. The fa group performed user testing , power cycle startup, physical/visual inspection of the internal uim components and thermal stress on the printed circuit board assembly (pcba) . The fa group was not able to duplicate the reported event by the customer. At this time no component root cause could be determined. This issue will be internally investigated within carefusion.